Manufacturer narrative:
No defect was found with the stretcher upon being evaluated by the user facility. User facility performed the evaluation.

Event description:
It was reported that the siderail dropped unexpectedly due to not being properly latched. It was reported that the nurse thought that the siderail was latched in place and during transportation of a pediatric patient, the siderail dropped and the patient fell to the ground. The patient was taken to the emergency department where x-rays were taken and a concussion exam was performed. The patient was cleared by the doctor and the anesthesia department for surgery after the patient evaluation found no injuries occurred as a result of the event. No defect was found with the stretcher upon being evaluated by the user facility.